Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. Upon fixation, it was noted that capture threshold was high and pacing impedance were low. It was elected to reposition the device. Upon repositioning, it was found that the lp helix became stretched. The procedure was completed using an alternate device on (B)(6) 2024. The patient was stable.